Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that a cf08 error message occurred, caused by debris blockage in a nozzle. Since the event occurred during routine testing of the device, there was no patient involvement during this event.